Event description:
It was reported the physician made several attempts to place a trial lead on (B)(6) 2013 and was unable to position the lead within the epidural space. The trial procedure was abandoned. After the procedure, the patient reported pain in the foot and lower leg on one side of the body. The patient was admitted to the hospital due to the issue, and it was reported the patient was released after a few days. No further info was available.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.